Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history for this lot revealed no similar incidents. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, moderately calcified, 50% stenosed distal left common iliac artery. A 6.0 x 59 mm omnilink elite vascular stent delivery system (sds) was advanced to the lesion and during deployment of the stent implant, a leak was observed at the hub. The stent implant was successfully deployed without any further issues noted. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.